Event description:
It was reported by the rep the device was used during an ultrasound breast biopsy. It was reported after deployment of the clip, the metal tip disengaged from the gold braid and was found to be in the biopsy site cavity. It was reported the device fired and was removed smoothly and without indication of difficulty. Pt moved to stereotactic room and tip vacuumed out with the mammotome.